Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that at the end of the procedure, the patient experienced a right bundle branch block. The farawave pulsed field ablation catheter was used in an off-label manner to treat premature ventricular contractions (pvc). A total of 4 applications of pulsed field ablation (pfa) in pvc on the right ventricular outflow tract (rvot) septal side. Additionally, the pvcs were frequent from the time of admission, and after the pulmonary vein isolation was performed, the patient was taken for treatment and is under observation. The that activated clot time (act) was maintained below 300secs during the procedure. The catheter is not expected to return as it was discarded by the facility, therefore the lot number is not available. It was further reported it was unknown if the patient has been stabilized. There was no information on treatment or intervention other than admitting patient for observation. No further information is available.